Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2017-08-31 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2016-08-31 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2017-07-31 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2016-07-31 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2018-02-28 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2017-02-28 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2018-02-28 UDI #: (B)(4) return date: 2018-05-23 device evaluation anticipated, but not yet begun mfg date: 2017-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching while at home. The site further reported that the controller had lost power briefly before powering up. Furthermore, the site noted that the patient also experienced critical battery alarms. All devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Data logs covering the event date were not available for analysis. Analysis of event files revealed a controller power up event on (B)(6) 2018 at 16:38:01. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 20% relative state of charge (rsoc) and (B)(4) was connected to power port two. Several momentary disconnections involving (B)(4) were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port and (B)(4) was connected to power port two. The controller was without power for 11 seconds. Log file analysis also revealed a controller power up event on (B)(6) 2018 at 18:22:57. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). A momentary disconnection involving (B)(4) was recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 10 seconds. Log file analysis also revealed two more controller power up events from (B)(6) 2018 to (B)(6) 2018; however, the controller data log files were not available for analysis on these dates. Analysis of the controller alarm files revealed two critical battery alarms due to communication errors involving (B)(4) . As a result, the reported critical battery alarms and loss of power were confirmed. The reported power switching could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and batte ries. An internal investigation has been opened to evaluate the controller losing power and the momentary disconnections and implement corrective actions as required. Additional products: battery, (B)(4), h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(4), h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, (B)(4), h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(4), h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.